Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose was 567 mg/dl with diabetic ketoacidosis and vomiting on (B)(6) 2017. The reporter noted the patient was hospitalized and treated with insulin via injection and intravenous fluids, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. Troubleshooting was not completed. This complaint is being reported because a device use error or device malfunction could not be ruled-out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1 date of submission 21-nov-2017-product analysis: the device was returned and evaluated by product analysis on 26-oct-2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no related issues or abnormal pump behavior. The black box shows the pump was manually suspended on (B)(6) 2017 at 11:22 then powered off at 11:43. The pump was powered-on on (B)(6) 2017 at 15:05 and was manually suspended at 15:13; a rebooting event occurred on (B)(6) 2017 at 09:17. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force-sensor calibration was found to be within specification.